Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a during functional end-to-end anastomosis in transverse colectomy. The defect occurred when closing the common hole after side-by-side anastomosis. At the first firing, while grasping the tissue and proceeding the firing, it became hard from the halfway and the knife bar became bent although the firing advanced to the end. When observing the tissue after releasing the device, it was found that the staples were applied, but the cutting was only half way done. The tissue that was not separated completely was cut with an electrosurgical knife and reinforced with the needle and thread, and the operation was completed.